Event description:
It was reported that the device was used during an unknown procedure. It was reported that the device misfed the clips. Another device was used to complete the case. There was no consequence to pt.